Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated she had disconnected and then reconnected to the machine before the alarm reoccurred. The baxter technical service representative (tsr) had the hp cycle power to se 2367 and the tsr had the hp cycle power to press go to start. They had the hp disconnect and remove the cassette. The tsr explained the alarm and assisted the hp to clear the alarm and contact the nurse. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated she had disconnected and then reconnected to the machine before the alarm reoccurred. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.